Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: they don't know where the device is') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain /chronic"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), urinary tract infection ("uti,"), fatigue ("fatigue,"), tooth disorder ("dental probs"), headache ("headaches,"), nausea ("nausea,"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and blood urine present ("bladder or urinary problems or changes blood in urine"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, back pain, menorrhagia, abdominal pain, cystitis, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea, weight increased, genital haemorrhage, vaginal haemorrhage, migraine, blood urine present and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, blood urine present, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for migration: yes discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location of device: they don't know where the device is,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain /chronic"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), urinary tract infection ("uti,"), fatigue ("fatigue,"), tooth disorder ("dental probs"), headache ("headaches,"), nausea ("nausea,"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and blood urine present ("bladder or urinary problems or changes blood in urine"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, back pain, menorrhagia, abdominal pain, cystitis, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea, weight increased, genital haemorrhage, vaginal haemorrhage, migraine, blood urine present and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, blood urine present, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for migration: yes discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2009. Amendment: the report was amended for the following reason: after internal review, the event "device migration" was kept as serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration:') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain /chronic"), back pain ("back pain"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), urinary tract infection ("uti,"), fatigue ("fatigue,"), tooth disorder ("dental probs"), headache ("headaches,") and nausea ("nausea,") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, back pain, menorrhagia, abdominal pain, cystitis, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, device dislocation, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: received treatment for migration: yes. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, back pain, menorrhagia, migration, bladder infection, uti, fatigue, dental probs., hormonal changes, headaches, nausea, weight gain, device monitoring procedure not performed. Patient demographic added, essure insertion date updated , essure indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.